Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer service obtained the reported readings and completed a readings survey, reporting the readings had fallen within the c, d, or e zone of the parkes error grid; however, the readings were not documented within the case. The reported meter was returned and readings 32 mg/dl, 61 mg/dl, 149 mg/dl, and 67 mg/dl were found in the meter's internal memory log within 10 minutes on the date of the complaint. These results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) was returned and tested with returned test strips lot #44675. The complaint was not confirmed and no new issues were observed. Additionally, readings of 32 mg/dl, 61 mg/dl, 149 mg/dl, and 67 mg/dl were found in the device's internal memory log within 10 minutes on (B) (6) 2009.